Manufacturer narrative:
This ICD was explanted and the associated non-bsc rv lead was surgically abandoned that same day. Upon return to boston scientific, final analysis of this ICD confirmed that a shorted shock lead issue had occurred. Electrical arc marks were observed on the back side of this device. The device memory log report confirmed the device had experienced the shorted shock lead issue when it was implanted. Therefore, the fault code could have been caused by shorted lead to the can of the device. Subsequent bench testing verified that all manual lead impedance measurements were within their normal range (50 ohms shock lead and 537 ohms ventricular lead impedance). It was also verified that device was capable of delivering both brady and tachy therapies as programmed. The device could successfully deliver 41joules biphasic shock signal across a 50 ohms load resistor. Evidence suggests this device/plasma fuse had survived the electrical short. This device passed all functionality tests and was determined to have functioned within normal limits. However, it was duly noted that the reported fault code was induced due to the shorted shock lead with the can of the device when device was implanted.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) in association with the non-boston scientific right ventricular lead did exhibit an error code upon interrogation, indicating a shorted shock condition. Most recently, the device had successfully converted the patient with shock therapy. It was also noted that the lead had been implanted for greater than ten years, and it was thought that most likely a lead integrity issue was the source of the shorted shock condition.